Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. The customer reported that their high blood glucose was 20 mmol/l to 25 mmol/l. The customer¿s blood glucose at the time of the incident was 22 mmol/l and current blood glucose was 13.3 mmol/l. The customer had experienced the symptoms such as felt horrible thirsty not hungry. The customer treated with the bolus and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.